Manufacturer narrative:
(B)(4). The device involved in the incident was an unknown cassette. A 510k number will not be provided in the MDR as the product code and lot number are unknown. The problem was not confirmed and the cause was undetermined. The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell 2 of 4. The technical service representative (tsr) assisted the home patient (hp) by explaining the message to the caregiver and having her recycle the machine. A system error 2367 occurred so the tsr informed the hp to start over using new supplies or use manual bags. The patient was involved but there was no patient injury or medical intervention reported. Due diligence was completed so no further information was available.